Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented in clinic for routine follow-up, the patient began coughing and noise due to diaphragmatic myopotentials was observed on the real-time electrogram. No programming changes were made and the patient will continue to be monitored routinely.